Event description:
Additional information received reported the patient went to the emergency room on (B)(6) 2014 and was discharged two days later. The patient was back in the emergency room the same day complaining of hallucinations but was let go the same day. The cause of the issue was not known. Imaging and a computed tomography (CT) scan of the brain were normal.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a pump replacement on 2014 (B)(6) and came home that same day and was diaphoretic until 2014 (B)(6). However, the patient then started hearing voices, music, and people in their attic as the patient was experiencing hallucinations. On the morning of 2014 (B)(6), the patient was walking like a ¿drunken stagger¿ and his left arm was hanging and flaccid. The spouse called the hospital and the patient decided to go in and have the pump turned down 10%, then it was turned down 30% and the patient returned home. On 2014 (B)(6), the patient was still really diaphoretic and the patient went to the emergency room (ER). The patient felt like ¿he was swelling¿ and the patient¿s confusion was getting worse. The patient¿s blood and urine were checked but he was not admitted and was sent home. On 2014 (B)(6), the patient screamed his wife¿s name as he was holding a knife and stated he had to protect her. This had scared the patient¿s wife and they went back to the ER. The patient¿s hematocrit and wound were checked along with his legs for blood clots. The wound looked ¿ok¿ and reportedly still did. The patient and his wife returned home but t he patient would not come into the house as he thought someone was in the house. The patient ¿took off¿ in a car and the spouse called the police as she was scared for his safety. The police advised the wife to return to the ER again, despite being there already four times in three days. The patient was finally admitted to the hospital in which his blood test indicated and infection as it was ¿(B)(6).¿ blood work was performed again. The patient was put on vancomycin. The new blood work did not show any issues. A physician suggested to the patient¿s spouse that the cerebral spinal fluid be tested for meningitis. The patient continued being paranoid and was calling things out that the hospital. The patient reportedly was also on ¿a lot¿ of other oral medications. No dye study had been performed. Reportedly the patient was flaccid when all this happened and they have increased the dose and his spasticity had improved. The patient¿s spouse was concerned that her husband would be discharged as she was nine months pregnant and he still was not himself. The wife was crying and upset. This device system delivered gablofen. Additional information was requested to clarify event details, resolution and patient¿s current status as this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.